Event description:
The initial reporter received questionable ca2 calcium gen.2 results for three patient samples with a cobas 6000 c501 module. The reporter stated their deionized water company had been performing maintenance on the water tanks just prior to the questionable results. They repeated qc, found it to be out of range, and repeated samples. Patient 2: the initial result was 16.6 mg/dl. The repeated result on another c501 was 9.7 mg/dl. Patient 3: the initial result was 16.1 mg/dl. The repeated result on another c501 was 9.1 mg/dl. Patient 4: the initial result was 16.7 mg/dl. The repeated result on another c501 was 9.7 mg/dl. The questionable results were not reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 56269001 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery confirms the customer¿s qc was acceptable before the issue occurred and then went out of range. The alarm trace does not contain a conspicuous event. The field service engineer replaced the rinse tubing, gear pump, and syringe bearing. The investigation determined the service actions resolved the issue.